Event description:
Additional information was received from the physician's office indicating that they did not have the missing cables and therefore could not return them for evaluation.

Event description:
It was reported that the physician's handheld computer would not charge. Troubleshooting in the field was not able to determine the root cause. The faulty handheld computer was returned and underwent analysis. Analysis found no issues with the handheld computer or associated software however the serial cable adapter and power cable were not returned with the handheld computer. Attempts for the return of the missing cables have been unsuccessful to date. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."